Event description:
Patient had a heartware left ventricular assist device (lvad) implanted several months ago. The patient was later found unresponsive at home. This was not a witnessed event. The patient's family has consented for a post-mortem examination. The device has been returned to the hospital and shared with manufacturer.